Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump housing was broken in half, consistent with a hardware failure of the device enclosure/display assembly, and a replacement device was shipped while the user reverted to backup therapy; blood glucose was reported unaffected at the time of the call and no alerts or alarms were noted. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of glycemic monitoring and no need for medical care. Investigation included review of customer communication, verification of shipping and return logistics, and assessment of device status based on user-provided photo and functional reports. Investigation of this case revealed physical damage to the pump with no evidence of device-driven malfunction affecting glucose control. It was concluded that the event was attributable to external physical damage to the device, and device replacement was provided with instructions for shutdown, data syncing, and standard startup on the replacement unit. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.